Event description:
It was reported that the device was explanted approximately after implant duration of 4.73 months, due to paravalvular leak. No further details were provided.

Manufacturer narrative:
Device not returned.